Manufacturer narrative:
Patient city: (B)(6) patient country: united kingdom.

Event description:
Reference number (B)(4) event occurred in united kingdom. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The infusion set tubing came apart. The insertion site was the right side of the abdomen. The infusion set had been in use for 2 days at the time of the event. No further information available.